Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 6 of 6 devices were returned for evaluation. Evaluation of six devices found excessive wear due to a lack of proper maintenance. The devices did not heat up during evaluation. The devices had debris build-up. The devices were repaired and returned to the customers.

Event description:
This report summarizes 6 malfunction events where a midwest e mini handpiece overheated. In 1 event, a patient experienced a minor burn that did not require intervention. No injury resulted in 5 of the events.